Event description:
The dentist reported that the implant mount (driver) broke off inside of the implant. The implant was removed, and another implant was placed.

Manufacturer narrative:
Visual inspection noted that the tip of the impdts driver tip fractured off inside the implant. Damage is also noted on top and inside the implant. Visual inspection in comparison with the drawing was consistent with the design of the implant. The device history record review for the implant was performed and did not identify any non-conformances. A definitive root cause has not been determined.